Manufacturer narrative:
Qn#(B)(4). The reported complaint of "printer burn" is confirmed based on the photos received from the customer. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the burnt recorder paper. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. A non-conformance has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient the iabp printer had difficulty printing and the paper that did print out had burnt edges. A small amount of smoke was observed as well. The issue was resolved by replacing the printer with a demo printer. No report of harm or injury to the patient, the patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "printer burn" was confirmed based on the investigation of the returned sample. The customer returned for investigation an ac3 recorder assembly (part number: 33-3021-001, s/n: (B)(6) ). The sample was returned in a brown cardboard box with protective shipping packaging (inp-1 through inp-2). Visual inspection of the recorder assembly was performed (inp-3 through inp-12). Brown stains consistent with overheating were noted on the plastic housing (inp-10) and residue/corrosion was noted on the pcb (inp-12). No other abnormality was noted. A functional testing with the iabp was not performed due to the returned state of the device. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged recorder pcb components. The most probable root cause was saline coming into contact with the top of the recording assembly pcb. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient the iabp printer had difficulty printing and the paper that did print out had burnt edges. A small amount of smoke was observed as well. The issue was resolved by replacing the printer with a demo printer. No report of harm or injury to the patient, the patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient the iabp printer had difficulty printing and the paper that did print out had burnt edges. A small amount of smoke was observed as well. The issue was resolved by replacing the printer with a demo printer. No report of harm or injury to the patient, the patient status is reported as "fine".